Manufacturer narrative:
Correction in section h.6. (FDA patient event codes). The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. No product was returned and not enough information was provided to complete the investigation. The file states: "the viscoelastic may have been taken out of the fridge relatively close to the time of use". The exact time is unknown. Instructions for use (IFU) states that ophthalmic viscosurgical device (ovd) should be allowed to attain operating room temperature prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery the lens flipped in the eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The procedure performed was cataract surgery with intraocular lens (iol) implantation. The lens was inverted as it entered the eye. When the surgeon tried to flip the lens, there was minor endothelial damage. The lens was explanted and replaced with a different model company lens in an initial procedure. The explant was done through a larger incision, therefore, the recovery time was longer. There was no permanent harm and the minor damage to the endothelium while flipping the lens was resolved after three weeks. The vision was 6/6-4 (limited by macular degeneration and presurgical astigmatism). There was no extra medical intervention required. The patient used post operative drops for about three months as she was also diabetic. The patient's visual acuity was 6/6-3 at the last review.